Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k060694.

Event description:
During a shoulder arthroplasty, the reverse corolla and reverse humeral insert could not be assembled together which caused a delay of thirty minutes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Investigation found among reverse corollas, the smaller ringlock sizes are less flexible; therefore, the insertion of the humeral insert is difficult. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a design issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.